Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence due to presumed tissue atrophy. No malfunction with the artificial urinary sphincter (aus). All components were removed and replaced. The patient had a good outcome with no further complications.